Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location : left essure located more distal') and menorrhagia ('menorrhagia') in a 25-year-old female patient who had essure (batch no. 731812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discomfort, viral infection, irritable bowel syndrome, genital warts and cervical dysplasia. Concurrent conditions included lower abdominal pain, diarrhea, cystitis and ovarian cyst. Concomitant products included antibiotics for urinary tract infection and vaginal infection, ethinylestradiol;levonorgestrel (loseasonique) for vaginal haemorrhage and menorrhagia as well as doxycycline (B)(6) 2011 to (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression / psych injury"), anxiety ("mental anguish") and migraine ("migraines / headaches"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 1 month after insertion of essure. On (B)(6) 2011, the patient experienced constipation ("constipation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("gen., abnormal bleeding"), menstrual disorder ("menstural issue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation ((B)(6) 2011) and robotic bilateral essure coil removal and btl (B)(6) 2016/ salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, mood swings, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and constipation outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, vaginal infection, urinary tract infection and abdominal pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events female pelvic pain,abnormal bleeding and uti and infection (bladder/ urinary tract/vaginal): urinary tract and vaginal were updated to recovered. Seriousness criteria for event genital hemorrhage updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location : left essure located more distal') and heavy menstrual bleeding ('menorrhagia') in a 25-year-old female patient who had essure (batch no. 731812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discomfort, viral infection, irritable bowel syndrome, genital warts, cervical dysplasia, hemorrhoids and ovarian cyst. Concurrent conditions included lower abdominal pain, diarrhea, cystitis and ovarian cyst. Concomitant products included antibiotics for urinary tract infection and vaginal infection, ethinylestradiol;levonorgestrel (loseasonique) for vaginal haemorrhage and menorrhagia as well as doxycycline (B)(6) 2011 to (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression / psych injury"), anxiety ("mental anguish") and migraine ("migraines / headaches"). On (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 1 month after insertion of essure. On (B)(6) 2011, the patient experienced constipation ("constipation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("gen., abnormal bleeding"), menstrual disorder ("menstural issue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation ((B)(6) 2011) and robotic bilateral essure coil removal and btl (B)(6) 2016/ salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, mood swings, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and constipation outcome was unknown, the heavy menstrual bleeding, genital haemorrhage, pelvic pain, vaginal haemorrhage, vaginal infection, urinary tract infection and abdominal pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: real fu was received and there was no significant change in the medical context of case. Reporter and medical history added from mr we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location : left essure located more distal') and menorrhagia ('menorrhagia') in a 25-year-old female patient who had essure (batch no. 731812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discomfort, viral infection, irritable bowel syndrome, genital warts and cervical dysplasia. Concurrent conditions included lower abdominal pain, diarrhea, cystitis and ovarian cyst. Concomitant products included antibiotics for urinary tract infection and vaginal infection, ethinylestradiol;levonorgestrel (loseasonique) for vaginal haemorrhage and menorrhagia as well as doxycycline18-apr-2011 to august 2011 and paracetamol (acetaminophen) since june 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("depression / psych injury"), anxiety ("mental anguish") and migraine ("migraines / headaches"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 1 month after insertion of essure. On (B)(6) 2011, the patient experienced constipation ("constipation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("gen., abnormal bleeding"), menstrual disorder ("menstural issue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation ((B)(6) 2011) and robotic bilateral essure coil removal and btl (B)(6) 2016/ salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, mood swings, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and constipation outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, vaginal infection, urinary tract infection and abdominal pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issue") and infection ("infections"). At the time of the report, the device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location : left essure located more distal') and menorrhagia ('menorrhagia') in a 25-year-old female patient who had essure (batch no. 731812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discomfort, viral infection, irritable bowel syndrome, genital warts and cervical dysplasia. Concurrent conditions included lower abdominal pain, diarrhea, cystitis and ovarian cyst. Concomitant products included antibiotics for urinary tract infection and vaginal infection, ethinylestradiol;levonorgestrel (loseasonique) for vaginal haemorrhage and menorrhagia as well as paracetamol (acetaminophen) since june 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 1 month after insertion of essure. On (B)(6) 2011, the patient experienced constipation ("constipation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstural issue"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation (B)(6) 2011) and robotic bilateral essure coil removal and btl (B)(6) 2016). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, mood swings, vaginal haemorrhage, vaginal infection, urinary tract infection, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and constipation outcome was unknown and the pelvic pain and weight increased was resolving. The reporter considered anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal): urinary tract and vaginal, apareunia (inability to have sexual intercourse), depression and mental anguish, migraines / headaches, nausea,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain / loss (specify which one) weight gain, constipation were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstural issue") and infection ("infections"). At the time of the report, the device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location : left essure located more distal') and menorrhagia ('menorrhagia') in a 25-year-old female patient who had essure (batch no. 731812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discomfort, viral infection, irritable bowel syndrome, genital warts and cervical dysplasia. Concurrent conditions included lower abdominal pain, diarrhea, cystitis and ovarian cyst. Concomitant products included antibiotics for urinary tract infection and vaginal infection, ethinylestradiol;levonorgestrel (loseasonique) for vaginal haemorrhage and menorrhagia as well as paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 1 month after insertion of essure. On (B)(6) 2011, the patient experienced constipation ("constipation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstural issue"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation ((B)(6) 2011) and robotic bilateral essure coil removal and btl (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, mood swings, vaginal haemorrhage, vaginal infection, urinary tract infection, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and constipation outcome was unknown and the pelvic pain and weight increased was resolving. The reporter considered anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram on an unknown date: the essure device was successfully occluded; on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location : left essure located more distal'), menorrhagia ('menorrhagia') and genital haemorrhage ('gen., abnormal bleeding') in a 25-year-old female patient who had essure (batch no. 731812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discomfort, viral infection, irritable bowel syndrome, genital warts and cervical dysplasia. Concurrent conditions included lower abdominal pain, diarrhea, cystitis and ovarian cyst. Concomitant products included antibiotics for urinary tract infection and vaginal infection, ethinylestradiol;levonorgestrel (loseasonique) for vaginal haemorrhage and menorrhagia as well as paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 1 month after insertion of essure. On (B)(6) 2011, the patient experienced constipation ("constipation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstural issue"), depression ("depression / psych injury"), anxiety ("mental anguish"), migraine ("migraines / headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation ((B)(6) 2011) and robotic bilateral essure coil removal and btl (B)(6) 2016/ salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, mood swings, vaginal haemorrhage, vaginal infection, urinary tract infection, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and constipation outcome was unknown, the genital haemorrhage and abdominal pain had resolved and the pelvic pain and weight increased was resolving. The reporter considered abdominal pain, anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events abdominal pain and gen., abnormal bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.